Event description:
The account alleges that the siderail would not function, due to broken weld.

Manufacturer narrative:
The technician shipped a complete replacement siderail to the account to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.